Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was a pinhole on the adhesive of the objective lens. Other observations for the device are: ultrasound image has four missing echo signals; peeling of the distal end rubber coating (a-rubber) glue; damage of the distal end cover; sharp scratch on the insertion tube; light guide prong cover glass is loose but not leaking; control knob has minor play; and forceps elevators k and jf operation is not smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a loaner device that was returned by a customer and was being inspected. There is no reported malfunction nor any reported harm to any patient or persons. Upon inspection of the device, it was observed that there was a pinhole on the adhesive of the objective lens. This medwatch is being submitted for the issue of the pinhole on the objective lens adhesive observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the pinhole on the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.